Manufacturer narrative:
During servicing, the returned loaner autopulse platform (sn (B)(4) ) failed initial functional testing due to user advisory (ua) 02 (compression tracking error) error message upon powering on. The load cell characterization test revealed that load cell #1 exceeds its normal parameters. The observed ua02 error's root cause was defective load cell and defective drive train motor. The root cause for defective load cell was due to a defective component or mishandling such as drop. The root cause for the defective drive train motor was due to a defective component. Upon visual inspection, no physical damage was observed. The load cell and drive train motor were replaced to address the observed ua02 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4) .

Event description:
During servicing of the returned loaner autopulse platform (sn (B)(4) ) on (B)(6) 2021, the autopulse platform failed initial functional testing due to user advisory (ua) 02 (compression tracking error) error message upon powering on. No patient involvement.